Manufacturer narrative:
B5: excessive vault and iris atrophy were observed. Cause of the event is unknown. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of a -5.0/1.0/081 (sphere/cylinder/axis) was implanted into the left eye (os) of a patient with pre-existing progressive myopia on (B)(6) 2024. Excessive vault is observed. Cause of the event is unknown with the device not failing as intended. The lens remains implanted.

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Manufacturer narrative:
H3: incorrect lens received for product evaluation. Lens not returned. Claim# (B)(4).

Manufacturer narrative:
D4: (B)(4). D6: explant - (B)(6) 2024. H4: 11/02/2022. H3: lens was returned with moisture in a microcentrifuge vial. Residue/debris was on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be within specifications. B5: lens was removed. Later, a shorter length lens was implanted and the problem was resolved. Claim (B)(4).